Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that since monday the patient had been feeling a vibrating sensation in their back. The patient stated that they would go to the bathroom and it felt fine but then it would start to vibrate again. The patient mentioned that the last time they had it on 1.7 and they were like, "oh that's too much". The patient said they kept making it go down but it still kept vibrating. The patient decreased the stimulation to 0.0 and it was still doing it. The patient then turned the stimulation off but still felt the vibration. When asked if the vibrating was all the time or just sometimes, the patient stated sometimes it would go and then it would stop for a little bit. The patient connected to the ins during the call and confirmed therapy was off. The patient mentioned they had a spinal surgery done on february 6th and they turned the ins off before the procedure. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient also mentioned that they took a muscle relaxer and had been drinking a lot of water.